Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and then followed on-screen steps to reload cartridge, after which cartridge was successfully loaded and insulin delivery was resumed.